Event description:
The customer reported a malfunction on the pump, which occurred after it got wet at the pool. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, and the customer chose to use an out-of-warranty pump that was still functioning properly. As a backup, the customer planned to rely on multiple daily injections (mdi) since they were out of town and did not have access to a new pump.